Manufacturer narrative:
The investigation reviewed the last calibration performed on 19-june-2024 and the results were within specifications. The investigation reviewed the qc data. Qc level 1 was within specifications. For qc level 2, the recovery was above +2 standard deviations (sd) from the target mean on 17-jun-2024 and the rerun was within +/- 2 sd; the qc recovery was above +2 sd from the target mean on 18-jun-2024 with the rerun on 19-jun-2024 within +/- 2 sd. The investigation reviewed the alarm trace and no issues were noted. The field service engineer (fse) inspected the analyzer and could not determine the cause of the event. The fse determined the event was consistent with sample integrity. He then performed baseline checks and cleaned the fluidic pathways. He verified the analyzer's performance with an air purge, ion-selective electrode checks, and a 21-cup precision test with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.

Manufacturer narrative:
The k electrode lot number is c9890 with an expiration date of 21-dec-2024. The investigation is ongoing.

Event description:
The initial reporter received questionable k electrode (k) results from one patient sample tested on the cobas c 303 analytical unit. The initial result was reported outside of the laboratory. The physician questioned the result prompting the collection of a new patient sample and the rerun of the initial patient sample. The initial k result of the initial sample was 7.39 mmol/l. The result of the new patient sample was 4.35 mmol/l. The repeat result of the initial patient sample was 4.22 mmol/l. The repeat result was deemed correct.